Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 90 day time period but at this moment, this procedure has not been scheduled. To ensure the patient safety, the clinic is monitoring the battery status through the remote monitoring system. The device remains in service.

Manufacturer narrative:
A supplemental correction (#1) was submitted prior to this one, with the following updated fields. Describe event or problem: "no adverse patient effects were reported" was added to the event description. Initial reporter fax: (B)(6) was missing the +1 and was updated. Report source: "company representative" was added to the current selection. Impact codes: code was changed from "insufficient information" to "no health consequences or impact". Evaluation method, result and conclusion codes were updated as "no product return investigation" was performed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 90 day time period but at this moment, this procedure has not been scheduled. To ensure the patient safety, the clinic is monitoring the battery status through the remote monitoring system. No adverse patient effects were reported. The device remains in service. Additional information was received stating that the device was successfully explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 90 day time period but at this moment, this procedure has not been scheduled. To ensure the patient safety, the clinic is monitoring the battery status through the remote monitoring system. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Updated fields. B5. Describe event or problem: "no adverse patient effects were reported" was added to the event description. E1.initial reporter fax: (B)(6) was missing the +1 and was updated. G2: report source: "company representative" was added to the current selection. H6. Impact codes: code was changed from "insufficient information" to "no health consequences or impact". H6. Evaluation method, result and conclusion codes were updated as "no product return investigation" was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. ------------------------------------------------------------------------------------------------------------------------------------------------ a supplemental correction (#1) was submitted prior to this one, with the following updated fields. B5. Describe event or problem: "no adverse patient effects were reported" was added to the event description. E1.initial reporter fax: +1(585)341-8489 was missing the +1 and was updated. G2: report source: "company representative" was added to the current selection. H6. Impact codes: code was changed from "insufficient information" to "no health consequences or impact". H6. Evaluation method, result and conclusion codes were updated as "no product return investigation" was performed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 90 day time period but at this moment, this procedure has not been scheduled. To ensure the patient safety, the clinic is monitoring the battery status through the remote monitoring system. No adverse patient effects were reported. The device remains in service. Additional information was received stating that the device was successfully explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.